Event description:
It was reported that the treatment table moved upwards without command from the operator. At the time of the incident, the operator pressed the red emergency stop button which halted the system movement. In accordance with the user's manual, the operator then removed the pt from the table and called for service. The investigation showed that this issue occurred due to a firmware malfunction. It is important to note that the red emergency stop button which halts all system movement remains functional if this problem occurs and was successfully used by the operator at the time of this incident. Although this issue occurred during a pt treatment, there was no reported injury associated with this incident.